Event description:
N/a.

Manufacturer narrative:
The certas valve was not returned for evaluation (discarded) therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. Other mfg report number: 3013886523-2021-00182. A physician reported that the codman bactiseal catheter was implanted into a (B)(6) female patient via v-p shunt on (B)(6) 2021 with an unknown setting. Postoperative photographs confirmed that the entire shunt system was firmly in place. The clinical symptoms were favorable, and the patient was discharged from the hospital. The patient returned to the clinic in late march for confirmation of cerebrospinal fluid retention in the head. An x-ray confirmed that the catheter in the abdomen had disappeared and had deviated and tripled into a figure eight at the head. The device was used with 828814 (serial: (B)(4). The valve and catheter were replaced on (B)(6) 2021. The patient was discharged on (B)(6) 2021 with good progress.